Event description:
In january 2006, a short port was received with the silicone and balloon torn. There was no formal complaint reported for this device. The failure mode torn silicone is a reportable malfunction. The hospital did not report ant pt. Complications.